Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm 22 on the pump and then received a resume pump alarm. The cause of the alarm 22 was not reported. The customer's blood glucose level was not impacted.